Event description:
The customer reported to olympus that the elevator wire of the flex video scope was broken/cut. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, a foreign object was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device evaluation found the forceps elevator wire was cut due to stress from use and handling. Due to wear of the angle wire, the bending angle in the up direction did not meet specifications. Due to wear of the angle wire, the up/down control knob play did not meet specifications. The adhesive on the bending cover was chipped due to deterioration from chemical and physical stress. The electrical connector had corrosion due to fluid ingress. The grip, switch box, forceps elevator, forceps elevator knob, up/down control knob, right/left control knob, scope connector and cover had discoloration from chemical stress of reprocessing over time. Scratches were observed on the connecting tube, distal end, and distal end cover, protector of the universal cord, forceps elevator, right/left and up/down knobs, image guide protector, scope connector, universal cord, grip, and control unit. The connecting tube had a wrinkle, and the light guide lens had a crack. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. There was no delay in the start of precleaning. There were no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. The endoscope was not immersed in the detergent solution. It¿s unknown if the air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since the reprocessing has not correctly been implemented in line with the instructions for use. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): the instruction manual reprocessing manual ¿jf type 260v, tjf type 260v, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. The instruction manual operation manual ¿jf type 260v, tjf type 260v, chapter 3 preparation and inspection¿ describes the methods for detection. Olympus will continue to monitor field performance for this device.